Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was changing infusion sets, filled the reservoir and on the fill tubing portion it did not seem to detect the reservoir and keeps pushing insulin out. Customer was reporting an issue during priming process. The drive support cap was normal. Customer stuck in rewind. The pump did not exit the rewind complete or bolus delivery loop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.